Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by changing the infusion set and cartridge, then resumed insulin delivery.